Event description:
It was reported end user developing reddened rash to skin below stoma under tape border based on a two week history. Rash is only under tape border at bottom. Not open; no itching.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The end user reports going to urgent care 2 weeks ago and was prescribed an ointment; does not have tube and does not remember name of product. End user also reports using same wafer since surgery. Also reports using water, allkare protective wipes and occasionally uses stomahesive powder. End user states will try wafers without border. End user also requested to try non filtered pouches. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).